Event description:
The customer reported that the 840 ventilator had a blank screen when turned on. There was no pt connected to the device when the malfunction occurred.

Manufacturer narrative:
(B)(4). Covidien troubleshot this issue with the customer over the phone and suggested the graphical user interface (gui) printed circuit board (pcb) be replaced. Covidien was not authorized to evaluate the device.